Manufacturer narrative:
Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a suspected programming error of a patient-controlled analgesia pump (pca) module. Device had found that overnight patient's pca was infusing at 0.75 mg/hour around midnight. The infusion was delivered 30mg in a 30ml syringe. The clinician indicated that "infusion started" and then "pca door unlocked alarm" occurred approximately every 30 minutes. The pump was intended to infuse on-demand dosing only with no continuous dose. There was patient involvement, but no harm. During follow up, the customer indicated "no patient concerns / alaris module concerns".